Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband experienced hypoglycemia. The customer's blood glucose level was 39 mg/dl at the time of the incident. The customer was assisted in troubleshooting for low blood glucose. The customer was not alleging that the insulin pump was over delivering. She was treated with food. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.